Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.failure to follow steps: retraction of the device without echocardiogram guidance.the customer reported the mitraclip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the difficulty encountered when removing the device from the tricuspid valve. It was reported that the mitraclip delivery system (cds) was advanced to the mitral valve, but the imaging on the transesophageal echocardiogram (tee) was suboptimal due to the rotated heart and poor echo sound connection inside the esophagus. The tee was being readjusted by the echocardiographer when the operator of the cds retracted the cds and the steerable guide catheter without echocardiogram guidance. The cds and sgc were retracted to get more medial on the mitral valve. When the echo probe had been readjusted and imaging was available again, the cds was retracted further across the septum into the right atrium. The mitraclip got caught in the tricuspid valve, but was successfully removed with trouble shooting maneuvers. The mitraclip procedure was aborted with zero clips implanted in the patient with functional mitral regurgitation (mr). Mr remained grade 3. There were no adverse patient effects. The operator confirmed there had been no malfunction of the device or any other major adverse event especially patient related. It seemed to be a handling issue by the operator. A second procedure will be planned to treat the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that the reported user experience was related to patient morphology, user technique and procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, it was determined that there was no difficulty removing the clip delivery system from the tricuspid valve; therefore, this should not have been filed. However, since an initial report was filed, this will remain reportable. No additional information was provided.